Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that towards the end of a total laparoscopic hysterectomy (tlh), while performing the colpotomy, the probe tip broke off and could not be found. The user facility took an x-ray and located the probe tip and decided not to retrieve the broken probe tip. The intended procedure was completed with another device. The patient condition is unknown at this time and it was stated that the surgeon was unaware of any issues as well.